Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned with klrp for further evaluation. No damage is observed to the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The reported event was not observed. The lens was returned placed correctly in the case. No damage was observed. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a haptic was found to be broken. There was no patient contact, and the surgery was able to continue. Additional information was requested.